Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was received in good visual condition and with a cartridge loaded on the device. The returned reload was partially fired, which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a vats lobectomy procedure, the staples applied partially and cut half of the pulmonary vein. The case was converted to an open case and clips were applied.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was then change from a laparoscopic procedure to an open procedure planned as part of this surgery? The stapler seemed to apply only a few staples but the blade cut all the way. We did not remove the stapler and proceeded with an urgent thoracotomy to obtain control of the rul vein and sew it. Please quantify the amount of blood the patient lost. Total blood loss less then 500 cc. Did the patient require a blood transfusion? If yes, how much blood was transfused? What was the condition of the patient following the procedure ¿ stable, discharged, were the staple applied formed? No info. Were the forces higher or lower when firing the device? No info. Were any clips applied prior to firing the device? No info. Was proximal and distal control used? No info. What is staple applied partially mean? No info. Were the staples on both side to the cut line? No info. What was the indication for lobectomy? No info. Estimated blood loss? No info. Current status of patient? Stable, discharged.